Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency department with burning sensation, discomfort and pain. The pacemaker was turned off while evaluations were being performed. X-rays were performed and a rv lead micro-dislodgement was identified, this issue caused no capture at max output. Reportedly, the right atrial (ra) lead tested normally with normal threshold and capture. A reposition procedure was performed subsequently for both the rv and ra leads, due to the mentioned dislodgement and due to physician's discretion, respectively. The physician wanted the ra lead away from the outflow tract to reduce the patient's symptoms. However, both the rv lead and ra lead showed a connection issue to the pacemaker header. In addition, the rv lead showed a high pacing impedance of over 3000 ohms during the connection attempt. The physician opted to replace the pacemaker and the connection to the new header was successful. This rv lead remains in service and no additional adverse patient effects were reported.